Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, while being used on a bile duct injury described as a bile duct nick occurred with associated tissue damage. The cystic artery and duct were dissected out. The surgeon planned to clip and divide the cystic artery in preparation for cholangiography. The first attempted clipping of the cystic artery resulted in scissoring of the clip. Surgeon did not see obvious deformity of clip applier and tried to apply a second clip. Which resulted in even worse scissoring of clip which did not occlude and resulted in arterial bleeding as well as immediate draining of bile just below the artery. Third clip was loaded with no issue, but clip fell out of the jaws. It was identified that there was a full thickness tear less than 1mm in size of the common hepatic duct approximately 1cm above the cystic duct junction. Another clip applier was used to continue. Intraoperative consultation by trained hepato-pancreato-biliary (hpb) surgeon talked to colleague in portland and it was recommended leaving a drain in place and transferring patient for an endoscopic retrograde cholangiopancreatography (ercp). A secondary procedure with stent placement was performed to treat the bile duct injury. They were able to perform cholangiography <(>&<)> showed stones. Completed cholecystectomy and left drain in upper right quadrant.